Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, customer reported the device did not alarm a no delivery alarm with manual prime. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.